Manufacturer narrative:
(B)(4). The stimulator and leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the device system was explanted due to possible generator malfunction. No other information was provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.